Manufacturer narrative:
(B)(4). The results of the investigation concluded the tip coil was stretched, kinked, and detached and the corewire had been fractured. The proximal section of the corewire measured 22.0mm and the distal section measured 8.0mm. The combined length of the two corewire sections indicated there was no missing material from the distal tip assembly. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. Although the exact cause of the reported positioning issue and stuck device remains unknown, it is consistent with the tip coil damage and the corewire damage found during the investigation. The cause of the corewire fracture and the tip coil detachment is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
The pressurewire aeris became stuck while crossing a severely calcified lesion in the lcx and the tip of the pressurewire became detached while manipulating the wire. It was reported there was difficulty advancing the catheter to the lesion. The 2cm portion of the tip that detached was safely removed with a snaring catheter. No fragment of the pressurewire was left in the patient. The ffr procedure was aborted.